Event description:
Patient had cook vital-port placed at medical center in 2009, by dr. The patient presented to mc ed eight days later, with chest pain. After a cxr, it was seen that the catheter had disconnected from the titanium port and the catheter was free floating in her heart. The catheter was causing her discomfort and possible arrhythmias. The patient was brought to ir and prepped to have the catheter snared and pulled out. The catheter and the titanium port were removed with no problems. Medical center was notified to the occurrence by a phone in the same month by facility, (spoke to t in cvl).